Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia after mitral valve repair. It may be related to the mitral valve repair prosthesis and/or the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak, if there is a regurgitant jet directly pointed at the annuloplasty ring or if there is rapid acceleration of the jet within a narrow zone of para-ring dehiscence. Although there have been attempts to receive further information regarding the device and event, no additional details were provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article: "a case of mitral valvular re-repair in a patient with hemolytic anemia after mitral valvular repair." In this article, edwards learned a 54-year-old female was admitted for mitral valvular repair. After folding plasty to the a3, a 30 mm annuloplasty ring was implanted. There was no mitral regurgitation jet observed by transesophageal echocardiography (tee) during the operation. High blood pressure was monitored and treated in the intensive care unit and hemolytic anemia developed. Echo showed mild mitral regurgitation and the regurgitation jet colliding with the annuloplasty ring. Multiple transfusion of red blood cells were required and repeat surgery was performed. In this case, there were three theories as to what was causing the regurgitation. The level of mitral regurgitation was mild, but the high velocity and manner of regurgitation (collision with the annuloplasty ring) could cause hemolytic anemia; high blood pressure may have caused chordae rupture; a flexible ring, such as this annuloplasty ring, is likely to cause hemolytic anemia. As contributing factors to hemolysis after mitral valve repair, perioperative blood pressure management and type of ring are significant. The author indicated "an edwards annuloplasty ring was used in this case, an edwards ring is thicker compared with the other annuloplasty rings, the surface of this ring is fuzzy, and it could be possible that mitral regurgitation jet hitting the fuzzy surface of this ring contributed to hemolysis." No additional details provided.